Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck/functional test for paddles/pads ECG. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.